Event description:
Patient is a (B)(6) woman with menorrhagia. Patient had bilateral tubal ligation in 2003. Patient complained of heavy bleeding during periods that occurred roughly 3 weeks apart, but otherwise in good health. No signs of endometriosis. Patient's previous pregnancies included one c-section and one vbac. Ultrasound revealed two small to medium size fibroids prior to operation. Doctor advised novasure thermal ablation for menorrhagia. After initial successful operation, patient experienced painful cramping and hematometria 9 months post op. Patient complains of post-ablation post-ligation syndrome, most likely caused by build-up of menstrual blood in the cornua and proximal fallopian tubes. Patient complains of unilateral pain during menstruation, probably due to dilatation of the cornua. Patient believes that the right ligated fallopian tube burst causing severe pain followed by fever for 4 hours. Patient is currently experiencing abdominal pain on the left side she equates to the pain to that of continual labor, that last between 2-3 days. Patient is incapacitated for 2-3 days during menses, unable to walk very well. Patient is seeking hysterectomy to resolve the issue.